Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a loose drive support disk. A cracked reservoir tube lip and missing end cap sticker also noted.

Event description:
Customer stated that she had received an alarm on her insulin pump. The customer's blood glucose level was 64 mg/dl. During troubleshooting, the customer performed a prime rewind. The customer stated that the drive support cap was protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.